Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2212973: (B)(4) items manufactured and released on 06-set-2022. Expiration date: 2027-08-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional component involved: reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 2240329: (B)(4) items manufactured and released on 11-jan-2023. Expiration date: 2027-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision for shoulder luxation 1 month after primary. Reverse shoulder glenosphere and liner were revised successfully.